Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of the patient regarding a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type I. It was reported that the patient had transitions and lost 60 lbs. The patient stated it became uncomfortable to recharge due to ¿less padding¿ and harder to keep the recharger (insr) antenna on. The patient stated that they noticed that the ins battery was getting weaker soon or taking longer to recharge. The patient stated that they had not used their device for three to four years, since they had not needed, but they continued to maintain the charge in it. The patient inquired about information on maintaining the charge and explant considerations if they were not using it any longer. It was reviewed to discuss longevity, overdischarge considerations and the potential explant with their healthcare provider. It was asked but unknown when recharging started to take longer. It was also asked but was unknown when the patient¿s weight loss leading to discomfort while recharging occurred, however it was indicated that occurred less than a year ago. No further complications were reported/anticipated.